Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
It was reported that a malfunction alarm occurred on the pump. Customer¿s blood glucose (bg) level was 421 mg/dl. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.